Manufacturer narrative:
The microblock was returned to orthalign for evaluation, but the mating cutting block was not. The investigation has been completed by an orthalign engineer. The behavior was not reproducable and the root cause was unable to be determined. The microblock passed all testing and no device defect was found. Orthalign will continue to monitor the complaint data and take action if necessary. No further action is required at this time.

Manufacturer narrative:
At this time, the device is expected to be retruned to orthalign for investigation, but has not been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root casue, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by this product problem.

Event description:
It was reported the ball bearing on the microblock is slightly depressed which means the distal cutting block isn't as secure as it needs to be onthe microblock. Could cause injury to patient if it were to fall off.

Manufacturer narrative:
This additional follow up report is being filed due to the return of the femoral cutting block. The investigation was completed by an orthalign engineer. The complaint was not confirmed and no root cause was determined. Orthalign will continue to monitor the complaint data and take action if deemed necessary. No further action is required at this time.